Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 22.5 diopter intraocular lens (iol) was implanted in the patient's operative eye and was later explanted. The reason for explant was not provided. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and the devices were manufactured within specifications. The units were released according to specification. A search on complaints history revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.